Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient reported issues with the sensor. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
Data was provided. Review of the data log confirmed the report of an inaccuracy. A root cause could not be determined via data.